Event description:
User received discrepant vancomycin results for two patient samples. Sample 1 initial result 36.55 mg/l, repeat 11.38 and 12.00 mg/l. Sample 2 initial result 38.77 mg/l, repeat 11.87 and 12.43 mg/l. Both patients were on vancomycin for therapeutic purposes. Initial results were reported and were questioned since ward was expecting results to do within therapeutic range. Vancomycin doses were on hold for both patients because, they thought the values were truly high when in fact they were not. Corrected reports were issued. No information ahs been provided to determine if adverse events occurred as a result of the vancomycin doses being held. If additional information is received, appropriate notification will be provided.